Event description:
Spinal cord stimulator from medtronic placed in wrong area and caused significant spinal cord damage. The three major criteria for placement were violated- decreasing pain minimum 50%, 5-10 day trial, preop or recent MRI. All were violated and outpatient procedure 45 min- took 3 1/2 hrs. This paddle device should not be used on extensively operated spines with scar tissue.